Event description:
The patient contacted animas on (B)(6) 2012 stating that audio bolus button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case in a pocket and cleaned the pump with a cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was worn but intact. Evaluation revealed that the contrast and bolus button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of keypad contamination found under all key contacts and the bolus button was found to be misaligned. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.